Event description:
It is reported that during a flexi-seal signal demonstration the water balloon experienced blockage, the water (45 ml) got into the balloon but would not come out anymore for it looked like the vacuum was not there. If is further reported that during the demonstration ten (10) nurses could practice and two (2) times the fms blocked. Lastly, the system was checked for a leak but could not find any, after a few seconds the balloon could be emptied.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction, as the devices were used during a demonstration and not on pts. Please note: there are two (2) cases associated with this product; therefore a separate FDA form 3500a has been generated to address the other case. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.